Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device could not be fired and opened. Another same like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.